Manufacturer narrative:
Report not confirmed. There was no failure identified on evaluation. The device was received for repair, prior to the receipt of medwatch report number (B)(4), for a report of overheating and connector damage. No fluid leak was detected. No additional information was available upon follow up. We will continue to track and trend this complaint type.

Event description:
The device was received for repair prior to the receipt of medwatch report number (B)(4), for a report of overheating and connector damage. The medwatch report states, "midas drill was being used intra-operatively when a black unknown fluid came out of drill hand piece and into the patient wound. Drill hand piece removed from service and given to instrument workroom, then materials coordinator. Supervisor aware, doctor irrigated wound with antibiotic irrigation." No additional information was available upon follow up.